Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the associated elecrode pads were removed and returned. The associated electrode pads were evaluated with no discrepancies noted. The electrode pads were scrapped. Analysis for reports of this type has not identified an increase in trend.